Event description:
Customer reported a past incident of high blood glucose, with the specific level being unknown but indicated as high. Cause was not known. To resolve the high blood glucose event, the customer changed the infusion set and cartridge. Customer continued to use the pump for insulin therapy.